Event description:
A trochanteric fixation nail did not collapse on the helical blade and cut through the femoral head. Upon removal, the surgeon noted the internal sleeve was broken. Pt had already healed and no revision was needed.